Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 4405014 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A user facility mandatory medwatch ((B)(4)) was received on (B)(6) 2020 that stated: "rn answered the call bell to find the line disconnected and a small amount of blood and possibly small amount of chemotherapy noted on the ground. The tubing had become disconnected from the spiros cap at the lowest port on the chemo tubing. Port clamped, hub cleansed appropriately, and flushed. The charge nurse notified. Spill contained and cleansed per chemo spill kit guidelines. Patient bathed. Environmental health and safety notified and cleaned floor again. The amount of cytarabine remaining to be infused in the cytarabine bag was 236.8ml and approximately 30 ml in the tubing. The doctor was notified. Ok per doctor to start a new bag of cytarabine that is available on the unit and was due to started. New tubing prepared and chemo restarted with oncoming rn. The post event stated: tubing disconnected at spiros site where connected to chemo tubing. Upon exam when rn attempted to reconnect tubing to the spiros, spiros did not click and could be pulled apart from the tubing. Tubing saved in the chemo bin." Additional information received that there were no issues identified during the initial ch2000s-c spinning spiros pre-testing/set-up. When the spiros was removed there were no visible issues with the spiros cap. When trying to re-connect the spiros with the tubing it just kept spinning and never ¿latched¿. There were no visible defects noted. The spiros was connected to an unspecified primary tubing set and to an unspecified chemo extension set. There was no patient harm reported.